Manufacturer narrative:
The delivery system was not returned for evaluation. Due to no product (or photos) being returned for evaluation, the reported balloon torn could not be confirmed. No evidence of a manufacturing non-conformance was identified during investigational activities. A review of complaint history and manufacturing mitigation's did not reveal any manufacturing non-conformance that could contribute to the complaint event. Based on the review of complaint history, possible root causes for this failure mode can be attributed to patient factors (tortuous patient anatomy) and/or procedural factors (high forces from handling during valve alignment or fine adjustment). This issue and associated risks have been documented in a product risk assessment. Performing valve alignment at a bend or angle (such as in tortuous patient anatomy) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces. This can weaken the balloon and can potentially contribute to the tear between the inflation balloon and crimp balloon. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a separation of the inflation and crimp balloon bond. Manipulation of the device in order to get through a kinked sheath can also lead to resistance which can create a balloon tear/ material failure. Engineering studies were able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The complaint for ¿balloon ¿ torn¿ was unable to be confirmed, no manufacturing non-conformities were identified. In this case, available information suggests that patient factors (severe tortuosity ) and/or procedural factors (attempting to insert a delivery system through a kinked sheath) may have contributed to the reported events. No labeling or IFU inadequacies have been identified. Additionally, a review of complaint data for august 2017 revealed that the complaint rates did not exceed control limits for their respective trend categories; however, at the discretion of management, a product risk assessment was previously initiated for risk assessment of the torn balloon.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During valve deployment of a 29mm sapien valve in the aortic position, the commander delivery system balloon would not inflate. The system was removed without difficulty and a new delivery system and valve were used and the valve was successfully implanted. The devices were discarded at hospital. As reported, the balloon on the commander delivery system appeared to ¿rupture¿ during insertion through a kinked esheath due to severely tortuous anatomy. During inflation of the balloon, the valve could not be deployed and an attempt to reverse the inflation noted that blood was in the atrion. Visual inspection noted that the balloon had "ruptured".